Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the experienced user could not removed the loading unit from the tissue. The loading unit could be fired correctly, but the handle mechanism to open the loading unit did not work. In order to remove the instrument 12 mm trocar had to be placed below the blocked instrument and using another endogia (60/ 3,5), a re resection had to be performed. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No change of surgery was necessary. Nothing fell into the patient cavity. No reinforcement material was used.